Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Based on info provided identified that the footswitch was engaged at boot up. Had the bio-med disengaged the footswitch. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 7600 system c-arm will not boot up. There was no report of pt injury.